Event description:
It was reported that during a lap nephrectomy procedure, product would not work on hand activation setting. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
D4; h4: information anticipated, but unavailable at this time.